Event description:
It was reported by service report that the cot was leaking fluid from the fitting on the low side hose. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: cap side hose.